Manufacturer narrative:
Initial.

Event description:
It was reported that the connector broke off at the ilet insertion site while the user was sleeping, and the user initially could not remove the broken piece until successfully extracting it with pliers during a call. The user then elected to replace the connector and supplies while retaining the insulin vial. No reported adverse clinical effects or injury reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed a broken connector component consistent with user-handling damage at the infusion site, with no device performance anomaly observed. It was concluded, based on previously established findings for similar reports, that the cause was user handling and mechanical stress during sleep.